Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited noise recorded on the stored electrograms, as well as potential header issues. Two of the episodes were detected in the monitor only (mo) zone and one in the ventricular tachycardia (vt) zone. The episode in the vt zone did not last long enough to deliver therapy. Rate sense parameters are within normal limits. The patient is pacemaker dependent and there was some pacing inhibition noted.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, this product was inspected and a hole in the ventricular seal plug was observed. Testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing.